Manufacturer narrative:
Article citation: s. Rehman1, f. Singh1, a. Talwalkar1, s. Iram1, k. Zacharioudakis2; breast implant¿associated anaplastic large cell lymphoma (bia-alcl): a mass but no fluid, 2024; 105-106. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lump/nodule and lymphoma-alcl-suspected.

Event description:
Through journal article "breast implant¿associated anaplastic large cell lymphoma (bia-alcl): a mass but no fluid," a patient was reported to have experience "lump in upper inner quadrant of left breast," soft tissue mass' and 'a conspicuous population of atypical small to medium to occasional large neoplastic bf1 positive cd4 preponderant t-lymphocytes, which show strong diffuse cd30 expression. These features were regarded to be compatible with bia-alcl'. Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Device remains implanted.